Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin delivery. No additional assistance was necessary, and technical support closed the case.